Event description:
An operating room supervisor reported that a patient experienced glare and starbursts following multifocal intraocular lens (iol) implant surgery. She stated the lens was exchanged for a monofocal lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the lens was returned for evaluation. Solution is dried on the lens. Optic damage was observed. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the report starburst and glare. Lens bench testing could not be conducted due to the optic damage. Due to the presence of surgical solution, the observed damage is most likely related to customer handling. There has been one similar complaint reported in the lot number. Attempts have been made to obtain additional information. (B)(4).